Event description:
The nurse reported the pump's low battery alarm was noticed at refill, and the pump is part of el cap detachment recall. The patient was given a prescription for oral baclofen and surgery was scheduled to replace the pump. The pump was explanted and replaced after an implant duration of approx 87 months. The explanted pump was returned to the MFR for analysis. The returned pump was programmed to deliver a complex continuous infusion of 2000mcg/ml intrathecal baclofen at a daily dose of 373mcg/day. No patient symptoms were reported. Additional info received from the hcp reported the pt recovered without sequela.

Manufacturer narrative:
The final device analysis revealed the catheter access port (cap) lifted but still attached - funcitonal.